Manufacturer narrative:
Nothing is being returned for eval, and no lot or batch number was provided that would enable to depuy mitek to mfg finished good records. Should one become available in the future, a batch review will be performed. Historically, bent/broken aimer tips have been associated with improperly using the device as a prying tool in combination with attempting to manually bend the device back to its intended form. The device is designed to allow for the drill pin to better access the drill site. The IFU states that depuy mitek reusable instruments should not be used for any purpose other than its intended use as that may result in damage to the instrument. Instruments should be inspected for damage prior to use. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Damaged, worn or bent instruments should be replaced. Attempts should not be made to straighten, sharpen or repair the devices. We believe that this issue maybe a user technique issue. No corrective action is required. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting that during a knee procedure, a portion of the tip of a femoral aimer broke off into the pt's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt.